Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified proximal right coronary artery (rca). A 10/3.00 flextome cutting balloon was selected for use. During the procedure, inflated the device slowly after the device was delivered to the lesion; however, it was noted that the balloon ruptured upon first inflation. The device was removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good.